Manufacturer narrative:
Other applicable components are:product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3889-28, lot# va04d8q, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that after their first ins had been replaced due to normal depletion they had to go under the knife again in less than a year. They reported their device was not working. They had to have the ins and lead replaced because the wires weren't working. It was noted that the device was replaced on (B)(6) 2018. The patient mentioned it was determined the lead was not working and likely wasn't not working prior to replacement. No patient symptoms were reported. Additional information was received from the manufacturer representative. They reported the patient came to the doctor stating the battery was dead, it was replaced. At the time the doctor did not like how the existing lead was placed, but they opted not to revise it. After several months passed the patient was scheduled for a revision. There was no other contact with the patient or the office specifically about this patient. They were asked to clarify the reported issues as well as cause, they reported they were not called in for any patient management, so they could not say. No further complications were reported or anticipated.